Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Due to this, the patient received inappropriate anti-tachycardia pacing (atp) and shocks in multiple episodes. Also reported that this lead exhibited low out of range impedance measurements. Therapy has been disabled and this patient was hospitalized and has an intervention scheduled. Further information confirmed that during a generator change, an insulation break was noted, therefore, the lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.